Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation identified for misfire and material perforation. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fem12040 endovascular stent graft allegedly experienced material perforation and misfire. This information was received from a single source. The malfunction involved a patient with no reported consequences. The patient was reported as a (B)(6) year-old female weighing (B)(6) lbs.